Event description:
It was reported balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified popliteal artery. The 2mm x 20mm x 142cm coyote es balloon catheter was advanced to the lesion for predilation. The physician attempted to inflate the balloon but failed. The device was completely removed as a whole unit together. It was then noted that the balloon ruptured. The procedure was completed using a 3.0mm x 20mm x 142cm coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Returned product consisted of a coyote es balloon catheter with a coyote es shelf box. The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen and blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. The distal tip was damaged. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 7mm from the distal edge of the proximal markerband was revealed. There was balloon material lifted around the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the pinhole. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified popliteal artery. The 2mm x 20mm x 142cm coyote es balloon catheter was advanced to the lesion for predilation. The physician attempted to inflate the balloon but failed. The device was completely removed as a whole unit together. It was then noted that the balloon ruptured. The procedure was completed using a 3.0mm x 20mm x 142cm coyote es balloon catheter. No patient complications were reported and the patient's status was good.